Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The operator reported a splash to the face while trying to unkink a tube line from the waste pump outlet on the architect c16000 processing module. While doing this, the pressure caused the tubing to disconnect from the waste pump connector and liquid splashed and hit the operator in the eyes and mouth. It is unknown if the user was wearing the proper personal protective equipment when the incident happened. The correct connection of the tube was restored and eliminated the bottleneck of the tubing at waste pump outlet. The user had blood drawn for serological testing and will repeat testing for 3 months. The first set of serological tests obtained negative results. Those tests will be repeated next month and then in 60 days. The user did not receive any medical treatment. There was no injury or further harm to the user and the user is doing good. The user is doing good and there is no impact to patient management or user safety reported.

Manufacturer narrative:
A kinked tube caused pressure to build and the waste pump fittings (rohs) to disconnect. This led to liquid being splashed into the customer¿s eyes and mouth. It is unknown if the customer was wearing appropriate personal protective equipment. An instrument service history review for architect (B)(6) processing module, serial number (B)(6) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending did not identify any trends or similar issues related to the complaint issue. The device history record was reviewed and did not identify any non-conformances, potential non-conformances, or deviations associated with the waste pump fittings (rohs). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect (B)(6) processing module, serial number (B)(6) .